Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rejected new battery, plastic screen cover came off, unexplained no delivery alarms, louder/slower rewind, multiple rewinds after reservoir change, low battery alert, blank display, lost pump settings after battery change and battery cap does not work correctly. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-332a, mmt-386a. Troubleshooting was not performed. Customer reported receiving a battery failed alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. Product return requested for mmt-332a. No product return is required for mmt-386a.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No blank display noted. No failed battery test noted. No rewind anomaly noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. All currents are within spec range. The battery cap was received undamaged. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Customer did not experience an unexpected power loss of less than 7 days due to no records of low battery alert fault 104 in the pump history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. ¿ the following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, keypad overlay peeling, missing display window cover, cracked case (corner of belt clip rails), serial number label missing, retainer knit line damage and cracked battery tube threads. In summary, the pump passed functional testing. No delivery alarm/occlusion alarm not confirmed. Drive/motor anomaly-rewind not confirmed. Display anomaly-blank display not confirmed. Power problem-charge/battery lasts less than expected not confirmed. Power problem-failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.